Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic liver resection, when clamping tissue, the jaws were damaged and fell into the body. The broken piece was retrieved with forceps. There was no patient injury.